Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was unable to be reproduced. System error 105 was confirmed through the event history log and was determined to be caused by a pump side adapter screw lodged in the cam shaft. The screw caused damage to the motor assembly. The failed screw and motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no pt injury.